Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: the black box dates from 7/9/2016 -7/18/2016. Black box data from date of complaint has been overwritten however current bb shows evidence of voltage drops resulting in battery alarms on 7/13/2016. The pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment threads damaged. Battery compartment crack observed, thread area to case seal. Evidence of moisture contamination observed inside battery compartment. "Audio bolus" button cover is torn. Bolus button is responsive. Current draws within specifications. A "battery life" issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/07/2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.